Manufacturer narrative:
The event occurred in india. During startup testing. It was reported that one hl20 pump displayed the error message: ¿runaway¿ and one pump displayed the error message: "safety-s". No harm to any person has been reported. According to the hl20 service manual the error "runaway" indicates that the pump head speed is exceeding the amount set at the pump rotary knob by more than 10% and the error "safety-s" indicates that there is an issue with the safety system board or it's communication. A getinge field service technician (fst) was sent for investigation and repair on 2024-11-25. The fst cleaned carbon brushes on both pumps. No parts were replaced. The fst performed safety, calibration, and functionality checks to factory specifications. All function tests are passed. A similar failure was already assessed by the getinge life cycle engineering on 2024-04-15.the most probable root cause was determined as age related contaminated of the motor tacho by carbon abrasion. The hl20 is more than 10 years old (manufactured on 2013-11-04). The review of the non-conformities has been performed on 2024-12-03 for the period of 2013-11-04 to 2024-11-22. It does not show any non-conformity in regard to the reported product and failure. There is no indication that manufacturing issues occurred during this time, thus production related influences are unlikely. The device was manufactured on 2013-11-04. In addition a review for potential field actions and capas related to the failure and product in this complaint was performed. This complaint is not in scope of any ongoing field actions and/or capas. Based on the results the reported failure "error message safety-s and runaway" could be confirmed. The customer will be informed about the results by the getinge sales and service unit. The occurrence rate was calculated for the reported issue and it was determined that this is not a systemic issue. Therefore, no remedial action is required. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿ s trending program and additional investigations or corrections will be implemented in case of adverse trending. Note: no UDI number has been included in the section d4 unique device identifier (UDI) since this machine (hl 20) has been manufactured on 2013. All maquet cardiopulmonary class ii products manufactured until 2015 do not have UDI entries. Therefore, no UDI number is available.

Event description:
The event occurred in india during startup testing. It was reported that one hl20 pump displayed the error message: ¿runaway¿ and one pump displayed the error message: "safety-s". No harm to any person has been reported. According to the hl20 service manual the error "runaway" indicates that the pump head speed is exceeding the amount set at the pump rotary knob by more than 10% and the error "safety-s" indicates that there is an issue with the safety system board or it's communication. Since the reported error messages could lead to an unintentional pump stop a report is required. Complaint ID: (B)(4).